Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head fails to be recognized by the video processor and is unable to display image. The event occurred during an unknown therapeutic procedure and there was no patient harm or user injury reported due to the event.

Event description:
Additional information was received from the customer stating that the event occurred during a throat, nose, and ears procedure and that it was completed successfully with a similar device with no extension and no injury nor harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and as a correction to supplemental mw #103694, aedt 22214173us2. Based on the results of the legal manufacturer's investigation, it was determined that ¿no image¿ occurred due to a faulty cable unit. There were no error code and no mechanical damage observed. The cable unit will be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.